Manufacturer narrative:
(B)(4). Batch # p92289. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during the thoracoscopic nodulectomy, the titanium tip was broken after using 10 minutes. Changed to another one to complete surgery. There was no patient consequence reported.